Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding shell loosening involving a trident shell was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Previous analysis from similar events showed that the root cause as part of CAPA (B)(4) is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique. Further information is needed to complete the investigation for determining root cause in this event.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened which required revision.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the trident shell loosened which required revision.